Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported upstream occlusion alarm which was not reproduced. A review of the event history log identified multiple "upstream occlusion!" Messages. The reported condition was not verified. The cause was undetermined. No correction was required. The device was found out specification in relation to the customer reported downstream occlusion alarm which was not reproduced. A review of the event history log identified multiple "downstream occlusion!" Messages. The reported condition was verified. The cause was determined to be an out of calibration force sensor as well as the downstream tubing guide was out of adjustment. The force sensor was adjusted and the downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.